Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the anchor tip broke off. The anchor tip piece was not received. The probable root causes for the reported failure involving this device could be due to 1) excessive force applied by user to device or 2) hard bone. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the acnhor fractured during the procedure. Although there was patient involvement, the surgery was completed successfully with no medical intervention, surgical delay or adverse consequences. The broken tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the acnhor fractured during the procedure. Although there was patient involvement, the surgery was completed successfully with no medical intervention, surgical delay or adverse consequences. The broken tip was retrieved.